Manufacturer narrative:
The medical product is not available for analysis and could therefore not be examined itself. The analysis is therefore based on the available iegms. The analysis of the available iegms confirms the artifacts in the rv channel mentioned in the complaint, which led to shock deliveries. Despite the available information, no conclusive evaluation of the defect cause can be made because this would require the examination of the lead itself. If any additional information or the device itself should be available, this incident will be updated accordingly.

Event description:
Ous MDR - it was reported that the patient received a total of 17 inappropriate shocks due to artifact sensing. No lead defect could be seen in the x-ray. The lead was capped and replaced. No worsening of the patient&#62688;state of health was reported.